Manufacturer narrative:
Initial reporters phone number is (B)(6). The associated siemens cb-doc/service document instructs service engineers that: prior to starting work in the gantry, there are several points cse should follow, and the first one is that he/she should wait until rotation has stopped. Moreover, there is also a warning label on the system stating that after power off the CT system, the cse should still wait for 2 minutes and check the absence of power, before he starts to work. In conclusion, the system works as specified and this is customer service engineer's mis-operation. Further action is not warranted at this time.

Event description:
It was reported to siemens that the customer service engineer (cse) sustained a hand injury while servicing the somatom perspective system and performing the final calibration of x-ray tube. The cse was injured during a tube replacement service. He opened the cover and attempted to perform the service; however, the gantry was still rotating. The cse's fingers were lacerated requiring four sutures. There was no device malfunction. The injury was due to the cse's failure to follow service document instructions. This event did not result in a permanent injury to the cse but did require emergency medical treatment. This report is being submitted with an abundance of caution. The reported event occurred in (B)(6).